Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on an unspecified date his adc freestyle libre sensor detached after 6-7 days of wear. He further reported becoming ¿dizzy,¿ but could not receive a scan so he self-presented to his healthcare provider. Customer noted he was given a medication, but could not recall the name and declined to provide any additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of the event is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date his adc freestyle libre sensor detached after 6-7 days of wear. He further reported becoming ¿dizzy,¿ but could not receive a scan so he self-presented to his healthcare provider. Customer noted he was given a medication, but could not recall the name and declined to provide any additional information. There was no report of death or permanent injury associated with this event.